Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch report.

Event description:
User facility medwatch received states: "pt had cardiac cath procedure performed by cardiologist. At end of procedure, while attempting to close groin puncture site, perclose device failed (the suture did not catch as it was deployed). Device was removed and a second device was utilized with success." Additional information received: this was an arteriotomy closure of the right common femoral artery using a proglide device via a 6fr sheath hole. A femoral angiogram was not taken. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.